Event description:
Participant pulled his right calf muscle. He was given naproxen to take twice a day as needed. The participant has been using heat and ice to treat. This resolved in a two week time frame. See scanned page.